Event description:
Customer reported he had a blood glucose of 22 mg/dl and had to be taken to the hospital. Customer assumed the insulin pump malfunctioned, causing his low blood glucose. The event occurred a couple of months ago. There were no details regarding a technical malfunction. Customer declined troubleshooting because he has reverted to manual injections. Nothing further reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4)